Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber does not exhibit signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the length of the fiber; the connector appears in good condition; the fiber passed the connector test; no failure found. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 24,012 joules of use and 5 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be forward firing. Max laser wattage setting: 80 w. The fiber was replaced and the procedure completed using a second surgical fiber. There was no additional treatment given to the patient. There was no patient injury reported.